Manufacturer narrative:
(B)(4). A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a high drain 108 alarm on a homechoice (hc) machine during drain eight. The registered nurse (rn) wanted to know the meaning of the alarm. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The rn had the hp using manual supplies and was going to review the alarm and therapy logs with the hp. No patient injury or medical intervention was indicated in association with this report. No additional information is available.